Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticmo_13.7, -7.0/1.5/89 (sphere/cylinder/axis) implantable collamer lens into the patients right eye (od) on (B)(6)2024. On (B)(6) 2024 the lens was replaced with a shorter length lens due to excessive vaulting. The problem resolved. The cause of the event was unknown.